Event description:
An implant card received on (B)(4) 2012 indicated that a vns patient underwent generator and lead revision on (B)(6) 2012. The lead revision was due to a lead discontinuity. Attempts for additional information have been unsuccessful.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.